Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary left l4-l5 spinal root decompression. 5 weeks later, the patient presented with "increased lower back pain and increased lower extremity pain". The investigator noted the event as moderate in intensity. The physician prescribed vicodin, anti-inflammatories (unspecified), epidural block and therapy as treatment for the condition. The condition was reported resolved 4 months later. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event.